Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The revision surgery was conducted in response to an infection. An update provided indicates a lack of information regarding the lot numbers for the screws used. However, it was mentioned that the infection appeared to be localized, and the procedure involved washing out and exchanging parts.